Event description:
Consumer complaint of "lo" blood results. Back to back blood test performed one hour after meal ((B)(6) 2015; 3:15pm) with results of e-5 and e-5. Verified storage of test strips is within specification. Recalled test results from meter memory (unable to provide date/time): lo (today; (B)(6) 2015); 106 mg/dl; 252 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue, user has high glucose value.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).